Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that the customer passed away at home. The cause of death was diabetes. The caller stated that the customer had diabetes that may have led to the customer's passing. It was reported that the customer blood glucose were going high and low. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer passed away on (B)(6) 2021. The caller was not able to find the insulin pump to return for analysis.